Event description:
Literature article entitled "treatment of a periprosthetic femur fracture around an antibiotic spacer with revision and an antibiotic plate" written by johnson jp, cohen em, and antoci v. Published by arthroplasty today published online/accepted by publisher 20 september 2019 was reviewed. The article's purpose was to follow the case study of a 63 year-old female who previously underwent a primary total hip arthroplasty to treat a femoral neck fracture. Unknown manufacturer products were implanted during the primary operation. Three years post primary the patient started to experience pain, possible early osteolysis, and infection. The patient underwent a first of a planned two-stage revision to address infection. Depuy prostalac products were implanted during the procedure. During the surgery the surgeon noted a cortical breach occurred, which was used as a window to remove cement and was later prophylactically stabilized with a cerclage wire. It is unknown if the cortical breach occurred during removal of the primary products or sometime thereafter. There is no evidence a depuy product was associated with the issue. She was started on IV antibiotics. Two months later the patient was experiencing continued pain and persistent infection, and subsequently underwent an additional irrigation and debridement. Another prostalac hip was implanted and IV antibiotics were continues. There is no indicated alleged issue with a depuy product as the issues were continued pain and persistent infection which were present during implantation. Two-weeks following the procedure the patient experienced a fall and sustained a femur fracture around the stem of the antibiotic spacer. The patient underwent another procedure to explant the components, irrigation and debridement, fracture fixation with competitor cerclage wires and synthes locking plate with locking and non-locking screws. A new antibiotic spacer was placed. X-ray images can be found on pages 2, 4, and 5 of attached literature article. Depuy products with possible adverse event(s): unknown femoral stem. Adverse events (unknown manufacturer products): revision to address periprosthetic femur fracture (x1).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A review of the provided images confirms a femoral bone fracture at the diaphysis area. No product error with regard to the femoral stem is identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.